Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced an infection at the implant site; however, the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2016, and the patient was re-implanted with a new device.